Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. An x-ray was performed and a decrease in the balloon volume was identified. The aus was replaced. There were no additional patient complications reported.